Manufacturer narrative:
No conclusions can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. Device remains in patient.

Event description:
International affiliate reports the screw broke after having been implanted for approximately three months. The device remains in the patient who is awaiting intervention.